Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 335 mg/dl at the time of incident and the current blood glucose of the patient is 457 mg/dl. The customer's other blood glucose was 332 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer state that they were using the auto mode feature. The insulin pump will not be returned for analysis.